Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a backup battery (ebb) fault. The patient performed a system controller exchange in attempt to troubleshoot the alarm on their own. Patient denied feeling symptomatic when the system controller exchange was performed. The ebb in the system controller was reseated and the alarm did not recur. Log files were submitted and confirmed the ebb fault alarms on (B)(6) 2024 at 04:28 until the driveline was disconnected at 13:18. The ebb fault was due to the ebb failing the load test. This occurred with poor connection between the ebb and ebb cable. Otherwise, the log file captured routine events, there were no notable alarm conditions or parameter changes. The equipment was operating as intended electronically and mechanically.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was confirmed via the submitted log files. On (B)(6) 2024 at 04:38:25, the log file captured backup battery fault alarms due to the backup battery not passing the load test. The backup battery did not pass the load test due to the loaded voltage being outside the expected range as compared to the unloaded voltage. The backup battery fault alarms were active until the driveline and power cables were disconnected. This is consistent with the system controller being exchanged. The backup battery fault alarms did not impact the system controller¿s ability to support the pump and there were no additional notable events captured on the reported event date in the log file. A root cause for the reported event was not conclusively determined through this analysis. A corrective action was opened to further investigate this issue. The device history records were reviewed and the records reveals that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 instructions for use was available for use at the time of the event. Section 7, entitled ¿alarms and troubleshooting¿, describes the visual and audible alarms associated with the backup battery faults and how to resolve them. The heartmate 3 instructions for use, section 2, entitled ¿system operations¿, includes how to perform a self-test on the system controller. It notes the importance of doing the test daily to ensure alarms are functional. The heartmate 3 patient handbook was available for use at the time of the event and cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.